Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: when the surgeon inserted dynamic hip system (dhs) blade into the inserter during a procedure on (B)(6) 2013, he did not fix it with the connecting screw by the large screwdriver. As a result the connecting screw was loose in the insertion and broken in dhs blade. It was found in the locking of dhs blade and the surgeon was unable to lock it, so the surgeon prevented a circumflex by inserting 6.5 mm css from the flange part of dhs tubular plate to the bone head. Reportedly metal fatigue was possible. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation of this instrument has shown that by the threaded tip one pitch of the tread is broken off. The instrument was analyzed for conformance to print specifications at the time of production and the device history records were researched as well. No abnormal findings were identified. We are not able to determine the exact cause of failure. It is possible that the breakage might have been created due to continuous mechanical loadings. The complained article was produced in october 2007 and was therefore in use many times without any problems. We are aware that this instrument is delicate to handle. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.